Event description:
The customer stated an axsym analyzer generated discrepant afp results for one patient sample. The axsym generated an initial afp result of 0.03 and a repeat result of 10.5. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4), false positive result. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from the axsym afp list # 07a48-22, to the axsym analyzer, list # 07a83-01. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The operator replaced the meia lamp, calibrated the probes, and recalibrated the afp assay to return the analyzer to specifications. Similar complaints in which replacement of the meia lamp resolved the issue were not identified, and an adverse trend was not found. Labeling was reviewed and found to be adequate. No product deficiency was identified.